Event description:
A healthcare professional contacted baxter (B)(4) regarding a system error (se) 2058 that appeared on a homechoice (hc) before the patient was connected. It was reported that the hc displayed a se 2058, followed by a reload the set 152 alarm. The 2 alarms occurred at the first utilization after maintenance. No patient involved, the problem appeared before his connection according to the nurse.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the us. This complaint for a system error (se) 2058 was not confirmed and the root cause could not be determined. The actual device was returned for evaluation. Visual inspection was performed without any issues noticed. Functional tests were performed and there were no issues noticed. A service history review was conducted and no issues were found. An event history log review was conducted and no issues were found related to the system error 2058.